Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical products: unknown, unknown magnum cup, unknown; 139272, m2a-magnum 52-60mm tpr insr +6, 561850; unknown, unknown stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 139272, m2a-magnum 52-60mm tpr insr +6, 561850. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11082. Not returned by patient.

Event description:
It was reported that the patient was revised due to pain, osteolytic cyst, and elevated metal ion levels. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.